Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was unable to confirm if the endoleak was a type 3 or 1b, or the secondary procedure that was performed on (B)(6) 2017. It was noted through a representative that the physician elected to reline the main body with an additional bifurcated stent (afx2) to seal the endoleak. The current patient status was not initially reported to endologix and is unknown. There have been no additional adverse events reported for this patient. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to lack of medical information surrounding the implant procedure and secondary repair procedure. Procedure related harms and final patient disposition could not be ascertained. To date there has been no reports of further negative patient sequalae. The devices remain implanted in the patient and were not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension and a limb extension. A routine follow up computed tomography showed the patient had a type 3 endoleak or a type 1b endoleak at the distal right iliac artery. The physician elected to reline the main body with an additional bifurcated stent to seal the endoleak. The current patient status was not initially reported to endologix and is unknown. There have been no additional adverse events reported for this patient.